Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiencing chest pain presented in the emergency room. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. A software device download was performed successfully and the device resumed normal functions. The patient was normal post intervention.